Manufacturer narrative:
The clinical user at the hospital provided ECG strips. The philips clinical product specialist (cas) and the philips reasearch & development (r&d) product specialist reviewed the ECG strips. There is not enough information to determine if the device alarmed appropriately or to determine a root cause. The cas emailed the clinical user the results of the ECG strip review and requested additional information including the clinical audit logs and the delta tachy/brady limits settings. No response was received from the clinical user. The cas sent a few follow-up emails, still no response. Coworkers stated the clinical user is prn (pro re nata) and on the weekends. H3 other text : see h10.

Event description:
The clinical user reported the pic ix alarmed that the patient's heart rate was high but did not signal this was v tach. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.